Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that she had high blood glucose of 476 mg/dl and needed assistance with the pump rewind. Troubleshooting advised customer on rewind but customer declined further troubleshooting. No further details given.